Manufacturer narrative:
B3: olympus detected this issue during device servicing and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of observed black dots in the device image was determined to be due to component failure/damage to the charged-coupled device unit, likely the result of repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The flex deflectable videoscope was returned to the service center with a report of leakage at the device bending section. This does not indicate an MDR reportable event, however, an MDR reportable failure was found during testing at the service center. During inspection of the device, black spots were observed in the device image, likely the result of damage to the charged-coupled device unit. There was no patient involvement and no harm was reported as a result of the event.